Event description:
It was reported that the device was found to be in backup vvi mode at first interrogation after implantation. The device was upgraded in the box with the cyber security firmware prior to implantation. There were download failure alerts when firmware download was attempted many times. Device download was successful after repeated attempts. Patient condition was good.